Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report #2134265-2009-05802. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a perforation occurred. The unspecified target lesion was located in the proximal right coronary artery. The lesion was predilated with a 2.5x20mm apex balloon catheter. A taxus liberte long (otw) 38 x 4.00mm drug eluting stent was implanted to treat the target lesion. Following stent deployment, a "small" perforation was noted in the vessel. The perforation was treated with the implant of a non-bsc covered stent. There were no patient complications reported with the patient's current condition listed as "fine".